Event description:
Related manufacturer report number: 3006705815-2023-04152. It was reported that both of the patient's leads had migrated and one of the leads was fractured and had high impedances. As a result, the patient underwent surgical intervention during which both leads were explanted and replaced. Effective therapy was established post-operatively. Product investigation was unable to determine which lead had fractured and had the high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.